Manufacturer narrative:
Only the joystick and controller module were returned for evaluation. Wires were found to be dislodged from the charger port.

Event description:
Consumer alleges when going forward the joystick started smoking. She stated the wires got really hot and starting hissing. She then pulled the wires out of the joystick and they allegedly caught fire.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges when going forward the joystick started smoking. She stated the wires got really hot and starting hissing. She then pulled the wires out of the joystick and they allegedly caught fire.